Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon ruptured on the vasoview hemopro 2, a new kit was opened and that balloon ruptured. Nothing fell into the patient. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the seal was missing and not returned. The silicone balloon is ruptured. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).